Event description:
Bad company, horrible service and a very dangerous product. Altogether it is unsuitable for any child. My son was badly burnt with this product as it became so hot that I had to literally pull the alarm out of his collar and into the garbage can. Thank god I was sleeping next to him otherwise I don't know what else could have gone wrong. I want the FDA to pull this product out of the market, for the safety of children.